Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for two pt samples when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Repeat analysis was performed on another access 2 analyzer. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Samples are lithium heparin plasma, centrifuged at 6000 for 6 mins. Quality control (qc) was within range prior to the event. A routine system check was performed on (B)(4) 2010 which passed within instrument specifications. Laboratory reported their procedure is to run troponin and myoglobin. If troponin is elevated and myoglobin is normal, then troponin is retested. On (B)(4) 2010, the field service engineer inspected the analyzer and replaced the aspirate probe tubing and one of the valve home sensors. Performed verification testing; all passed within instrument specifications. Performed qc which passed within the expected assay qc ranges. No hardware issues which could have contributed were identified. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for two pt samples when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Repeat analysis was performed on another access 2 analyzer. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Samples are lithium heparin plasma, centrifuged at 6000 for 6 mins. Quality control (qc) was within range prior to the event. A routine system check was performed on (B)(4) 2010 which passed within instrument specifications. Laboratory reported their procedure is to run troponin and myoglobin. If troponin is elevated and myoglobin is normal, then troponin is retested. On (B)(4) 2010, the field service engineer inspected the analyzer and replaced the aspirate probe tubing and one of the valve home sensors. Performed verification testing; all passed within instrument specifications. Performed qc which passed within the expected assay qc ranges. No hardware issues which could have contributed were identified. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.